Event description:
It was reported that during an unspecified procedure, a guide wire was frozen on a catheter. The fastracker catheter and guide wire system were "jammed." The physician tried to irrigate the microcatheter, but the guide wire was unable to move. The catheter and the wire were removed. The procedure was completed with another of the same device. No pt injuries or complications were reported. The pt status is reported as "stable".

Manufacturer narrative:
Under 18 years old. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).